Event description:
The pt was taken to the operating room for removal of a ventriculoperitoneal shunt. During the procedure, it was noted that the shunt was not working secondary to a malfunction of the pump valve mechanism. The catheter was originally placed in the pt on 7/16/94.